Manufacturer narrative:
Engineering analysis: the investigation into the reason for the complaint is difficult to determine due to the fact that the device was not returned. The introducer sheath used in the case was also not returned. During the final lot qualification data shows that all (B)(4) test samples were able to pass through the 7fr introducer sheath without issue. Since december of 2013 over (B)(4) test units have been passed through the introducer sheath without a failure for the inability of the stent to pass through the introducer sheath. The details provided indicate that the stent had been placed in the introducer sheath but once inside the sheath, the guidewire and sheath popped out of the celiac artery, before any part of the v12 had come out the other side of the sheath. The surgeon asked for the v12 to be pulled out of the sheath straight away. Once they regained access to the celiac artery, the same v12 was put back inside the same sheath. The instructions for use specify the following: "do not pull an unexpanded stent back through a guiding catheter or introducer sheath" and "extreme caution must be used when removal of an unexpanded or partially expanded stent is necessary. The stent/delivery system should be withdrawn until the proximal end of the stent is aligned with the distal tip of the sheath. The sheath and the stent/delivery system should then be removed as one unit." Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. Clinical evaluation: there are several possibilities that can cause stent dislodgement including but not limited to manipulation of the stent prior to use and pulling the delivery catheter back into the sheath prior to deployment. Insufficient stent securement during access through the sheath may lead to the need for removal of the stent delivery system. This event may be associated with a delay in treatment.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The surgeon inserted the stent into the sheath. Before using the stent the guidewire and sheath popped out of the celiac artery. The physician pulled the device out immediately and regained access to the celiac artery via the same stent and the same sheath. While advancing the stent it became partially dislodged and came partially off the balloon. The stent was removed. No harm to the patient.